Manufacturer narrative:
Patients specifics with regard to the exact number affected, gender, age and weight were not provided by the doctor. Although the doctor identified eight (8) different lots associated with the voids, he could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4814904, 4742435, 4966453, 4729147, 4590094, 4754554, 4966453, and one (1) unknown lot. The doctor noticed the bubbles and voids after light curing the material. The doctor either polished out the void or removed the composite and replaced the restoration during the same office for each of the patients. To date, each of the patients are doing fine. The products involved in the alleged incident were not returned; therefore, an evaluation was performed on retained samples for each of the reported lots, yielding results within specifications. In addition, no similar complaints were reported for any of these lots.

Event description:
A doctor alleged that bubbles and voids were present in flow-it composite restorations during procedures on multiple patients.